Manufacturer narrative:
(B)(4). Additional information: clips scissored and were jammed at one time. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed fifteen clips as intended; finally it locked out. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon said it misfired; and scissored. Case completed with another device of the same product code. There were no patient consequences reported.